Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "in the morning, the tube was filled with air. Rinsing with nacl 0.9% and aspiration of blood was not possible. During rinsing, rinsing fluid leaked from the y-piece. As we did not notice the defect immediately, we tried to flush again at the small access of the y-piece. The flushing fluid escaped in a jet from the side of the hose. We stopped immediately and closed the clamp near the port needle." No other information was provided.

Event description:
It was reported, "in the morning, the tube was filled with air. Rinsing with nacl 0.9% and aspiration of blood was not possible. During rinsing, rinsing fluid leaked from the y-piece. As we did not notice the defect immediately, we tried to flush again at the small access of the y-piece. The flushing fluid escaped in a jet from the side of the hose. We stopped immediately and closed the clamp near the port needle." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking y-site is confirmed, but the exact cause could not be determined. One photograph of an infusion set y-site was returned for evaluation. An initial visual observation of the photograph showed someone holding the y-site of a device. The y-site was observed to have a longitudinal crack along the luer. Use residues could be seen along the device in the returned photograph. While a crack was observed in the y-site luer in the returned photograph, no details of the split could be discerned. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "in the morning, the tube was filled with air. Rinsing with nacl 0.9% and aspiration of blood was not possible. During rinsing, rinsing fluid leaked from the y-piece. As we did not notice the defect immediately, we tried to flush again at the small access of the y-piece. The flushing fluid escaped in a jet from the side of the hose. We stopped immediately and closed the clamp near the port needle." No other information was provided.